Event description:
Complaint alleges that the rt noticed the circuit disconnected on the pt at the cuff near the column. There were no injuries or pt harm reported.

Manufacturer narrative:
A device history record (DHR) review was performed on the lot number provided (02f1101726) and there were no issues found that could related to the reported complaint. The product was assembled and inspected according to specs. The sample was not returned for eval, therefore, the complaint could not be confirmed. Based on a similar complaint, however, a corrective action preventative action (B)(4)) was opened to order to assure a more robust retention. The lot number provided was produced before the corrective action was in place. If the sample is received, a f/u report will be submitted with the investigation results.